Event description:
The manufacturer received information alleging a ventilator was not delivering the set volume. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board, blower motor, flow sensor assembly, tubing and active exhalation control module were replaced to address the issue. The device was contaminated with a white powdery substance.